Manufacturer narrative:
Product complaint # (B)(4). The transportation investigation results: on 9/3/2024 fedex opened (B)(4) to document the investigation for complaint (B)(4) related to a crushed vistaseal 10ml box received by a customer. The complaint detail reported that there was no patient consequence from the damage. It also reported that there was damage to the outer packaging but no damage to the inner packaging and sterile integrity could not be verified. Root cause: as part of the investigative process, we pulled a traceability report for a04j045061 and confirmed that order #(B)(4) for one unit of vistaseal 10ml, lot a04j045061 was ordered and shipped on 07aug2024. A review of the cold chain process confirmed that quality performs an in-process inspection of vistaseal product shipping from the mlc and there was no product reported as damage found during inspection that day. There were no special or extraordinary events or observations identified during the receiving, storage, picking, packing, or shipping of the lot and order for the product identified. There was no direct root cause found for the issue. Close quality issue and continue to monitor for similar concerns this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The actual device batch number associated with this event is not known. The following are the possible batch numbers: 3371989, 3374448. D 4. Primary UDI number: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3374448 mfg date: 6/16/2023, exp date: 6/17/2028. Batch 3371989 mfg date: 6/10/2023, exp date: 6/10/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The fibrin sealant preparation device arrived with outer box crushed. Sterile integrity compromised. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ please clarify, was there any damage to the inner primary packaging? Staff described inner packaging to still be intact. However, sterility could not be confirmed. ¿ please describe the sterile packaging. Intact with minor dents. ¿ was the sterility of the pre-filled syringe compromised? Possibly. ¿ was the sterility of the dual applicator compromised? Possibly the following information was requested, but unavailable: ¿ what is the lot number? ¿ were there any issues with the seals to the primary sterile packaging (pre-filled syringe or dual applicator? ¿ are there any tears/holes in the inner sterile packaging? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions . H6 component code: g07002 - no device problem found. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the vstas1 device was returned inside it's package unopened. Upon visual inspection, it was observed that the seal was found in one corner not sealed properly. The sterility of the seal area was tested and the sterility was not compromised. Although no conclusion could be reach on the cause of the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Lnstituto grifols, s.a. (Ig) upon reception of the notified incident, it was requested additional information regarding the batch number, if the blisters were damaged as well as the availability of sample. The following additional information was received: the inner packaging is intact. The batch number is unknown. The device is available for evaluation the unit was returned for evaluation and the batch number became available: a04j045061 . The sample was received at the premises of ig and it could be observed multiple damages in the unitary box (figure 1 and 2). Moreover, the blister containing the biologics was returned sealed and no damage was observed. According to our standard procedures, it was initiated an investigation focused on the following: review of the packaging process. The batch records related to packaging process of the involved batch were reviewed. There were no deviations or unusual events associated with the packaging of this batch that could be related with the reported defect. During the secondary packaging process of batch a04j045061 the following steps were conducted: the unitary boxes were pre-marked and inspected before entering the packaging line. Then, the packaging of the unitary box was performed automatically; the product blister, leaflet and dual applicator tip components were placed following this order. ¿ afterwards, there was a weight control machine to verify the presence of all the components. To continue with, the tamper seal label was placed on the packaged units. Finally, the unitary boxes are manually placed in the external box. At this point, the packaging personnel verify the correct placement of the tamper seal. We would like to highlight that considering that the boxes are manually placed in the shipping box, the reported defects would have been detected when checking the presence of the label. Furthermore, a control of the visual inspection was carried out on a statistical representative number of units sampled by quality assurance staff, following iso 2859-1, with the aim of assuring the accuracy of the previous inspection. For this batch, none of the units sampled were rejected due to the defect reported. Transport investigation: considering the nature of the notified issue, ig requested to ethicon a review of the storage and shipping process of the batch. According to the investigation received from ethicon, there were no special or extraordinary events or observations identified during the receiving, storage, picking, packing, or shipping of the lot and order for the product identified. There was no direct root cause found for the issue. Even though a definitive root cause could not be determined, based on the investigation performed and the evaluation of the returned unit, it is concluded that the damage observed is not related to the manufacturing process of the batch. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.